Event description:
The customer reported the system was not saving images and old images were popping up randomly. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was reformatted and the software was reloaded.